Manufacturer narrative:
On april 12, 2023, mentor became aware that the incorrect brand name and catalog name were indicated. The correct names have been populated. Section d 1. Brand name updated to unknown gel implants and section d 4. Catalog updated to unk_gel implants.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture and possible capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent breast prosthesis implantation surgery with an unspecified mentor implant on the right breast suffered right breast implant rupture and had to undergo capsulectomy, breast implant removal and replacement surgery on (B)(6) 2021. The replacement device was a 420cc mentor smooth round high profile (catalog: 3503420 lot: 7630162 sn: (B)(4). The product is still unknown and the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.